Manufacturer narrative:
The device has been received for evaluation: however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that intermittent occlusion alarms occurred. System check was started with tandem technical support (tts), however, customer declined to complete the check. Customer changed the pump supplies to address the issue. Customer¿s blood glucose (bg) level was in the 300's mg/dl. Customer continued to use the pump for insulin therapy.